Manufacturer narrative:
This follow-up report is being filed to relay corrected information. Upon third-party review of radiographs received, the patient's hip was noted to be dislocated. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, ¿dislocation and subluxation due to inadequate fixation and improper positioning.¿

Event description:
A patient who underwent a total hip arthroplasty has been indicated for revision due to unknown reasons. No revision has been reported to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. This report is 3 of 3 MDR's filed for the same patient (reference 1825034-2016-03034 / 0001825034-2017-00124).

Event description:
A patient who underwent a total hip arthroplasty has been indicated for revision due to dislocation. Review of radiographs revealed a periprosthetic fracture at the level of the lesser trochanter of the femur. No revision has been reported to date.